Event description:
During laparoscopic hernia surgery while using the protack device (surgical tacker), it was noted to have "misfired". The tack did not fully deploy from the device. The surgeon stated "the device jammed with a tack fired but not released from the shaft, and I had to remove that tack, but the final result patient was not affected. Manufacturer response for surgical tacker, (protack) (per site reporter): none to date.